Event description:
It was reported that during homecare a renasys go device that was meant to replace another faulty device did not work. The patient has a surgical wound but when first trying the device, it displayed a full blockage alarm and the nurse confirmed that the device was not suctioning. The alarm ceased when removing the canister but started again when putting it back. The nurse followed all troubleshooting steps but the alarm was not resolved. A back up device was not available.